Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis and drain complications. The etiology of the serious adverse events is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of clinical follow-up, timeline of events, medical intervention, causality and no manufacturer evaluation of the device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.